Event description:
The sales representative reported on behalf of the customer that the ias8-120lp, airseal 8/120mm port, was used during a total robotic hysterectomy on (B)(6) 2021 when it was reported, "sound cap came off inside the abdomen when inserting a specimen bag through airseal assist port. Sound cap was retrieved, and new port was opened and utilized for remainder of the procedure." There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questioning found that it is possible that this event caused a delay in the procedure; however, if a delay occurred or the amount of delay time caused is not known. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one ias8-120lp in opened original packaging. Lot number was verified. Performed a visual inspection, the sound cap is bent and the rubber stopper is disassembled from the device. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised that if using the optional sound cap (8mm, 12mm): inspect sound cap foam and seal prior to use; use caution when inserting a sharp or large device through the blue sound cap seal; inspect the sound cap after use for physical damage of any kind. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device has been returned to conmed; however, the evaluation of the device has not been completed. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the ias8-120lp, airseal 8/120mm port, was used during a total robotic hysterectomy on (B)(6) 2021 when it was reported, ¿sound cap came off inside the abdomen when inserting a specimen bag through airseal assist port. Sound cap was retrieved, and new port was opened and utilized for remainder of the procedure.¿ there was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questioning found that it is possible that this event caused a delay in the procedure; however, if a delay occurred or the amount of delay time caused is not known. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.